Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to resolve the reported issue. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient identifier not available from the site. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the error message was displayed during service.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 20 minutes. It was reported that during the surgery, the software froze, and the issue was resolved by restarting the system. The surgery was completed successfully without any further issues. The site also reported that while shutting off the system, a message stating, ¿automatic shutdown of power supply failed press and hold the power switch for about 7 seconds" would randomly appear. The surgery was completed with navigation and there was no known impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided.